Event description:
It was reported that during equipment testing conducted at the user facility the device was not running in the correct mode; it was running in drill mode at all times. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the user facility the device was not running in the correct mode; it was running in drill mode at all times. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event of the device staying in drill mode all the time, was not duplicated; however it was confirmed by a manufacturer service technician through functional evaluation that the device would only work intermittently in ream mode. A cracked output coupler was found upon disassembly, and was identified as the probable cause of the reported event.